Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was admitted to a hospital shortly after the implant procedure with pneumonia. Nevro had attempted to obtain additional information regarding the nature of the pneumonia but was unsuccessful. The patient has recovered and is receiving pain relief from the device.